Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the power cord door was broken off, the radiofrequency connector was loose on the link electronic module (lem) board, the right display latch hasp was damaged, the rubber pads on the lower case were damaged, the upper hinge plate was scratched and the display screen flopped back and forth due to worn hinges. All found defective parts were replaced to resolve and additionally the lem board was calibrated. (B)(4).

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.